Event description:
The investigation has determined that reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from a sample from a single patient when tested on a vitros 5600 integrated system. Patient sample 1 result of 0.266, 0.272, 0.295, 0.336, 0.328 and 0.319 ng/ml versus the expected result of 0.01 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The reproducible, higher than expected, vitros tropi es results were reported from the laboratory. No treatment was altered initiated or stopped based on the higher than expected result and a corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation has determined that reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from a sample from a single patient when tested on a vitros 5600 integrated system. The likely assignable cause for the higher than expected vitros tropi es results is the presence of a heterophilic sample interferent present in the patient sample tested. The patient sample was processed neat and then treated with heterophilic blocking tube (hbt) prior to repeat testing. The vitros tropi es result obtained from the hbt treated sample was aligned with the result obtained from the non-vitros methods indicating there was a heterophilic antibody interferent in the patient sample that affected the vitros tropi es assay and not the non-vitros beckman assay. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropi es, lot 4360. (B)(4).